Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation, the left ventricular lead exhibited high capture thresholds and the right ventricular lead exhibited a drop in sensing. Chest x-ray confirmed that both leads were dislodged. It was noted that the patient had been user their left arm which may have pulled the leads. On (B)(6) 2019, the right ventricular lead was explanted and replaced, and the left ventricular lead was repositioned. Patient was stable.